Event description:
Home monitoring showed an increase in daily shock impedance. The pt was brought in and the device was interrogated; the pt was induced and device did not deliver therapy. The device was explanted and replaced.